Event description:
In 2009, the pt reported that when he tried to bolus insulin via his infusion device, he noticed that insulin is pooling at his site and his headset adhesive is soaked with insulin. He stated there are no cracks or damage to the luer lock or tubing and the tubing is not loose at the luer lock or adapter area. The pt stated this issue has occurred with several infusion sets from his current box. He stated that just prior to the report, he had an elevated blood glucose reading of 400 mg/dl which he treated by bolusing 15 units of insulin. He tested again 30 minutes later and his reading had decreased to 390 mg/dl. He bolused another 25 units of insulin. Symptoms are dry mouth and frequent urination. He was advised to change his headset but he said, he was at work and did not have an extra infusion set. Further attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.